Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose cup results generated by the unicel dxc 880i synchron access clinical systems. Six (6) erroneously high glucose results were reported out of the laboratory on (B)(6) 2009. Amended results were issued the same day of the event. The actual patient results were not supplied. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
Qc was acceptable at 5:30 am the day of the event. Qc failed when it was run again at 12:27 pm. Per customer, no instrument flags or error codes were noted during the time of this event. Customer re-tested all patient samples analyzed between 5:30 am and 12:27 pm. A field service engineer (fse) was dispatched: the fse replaced the glucose stirrer motor, modular chemistry (mc) syringe barrel and plunger. No other glucose service calls were reported to date. Bci continue to work with customer to obtain additional information about this event. Although the fse replaced parts, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.